Event description:
It was reported that a pt developed vocal cord paralysis after being implanted with vns. The neurologist stated that it was directly related to the implant procedure and noted that the surgeon had a tough time getting the lead on the nerve which caused the surgery to be longer than normal. The pt may be following up with an ent if the paralysis does not improve. Good faith attempts to obtain additional information have been unsuccessful to date.